Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into examination and repair of the device. The records maintained at dräger indicate that the last preventive service and maintenance by dräger was provided in 2018, the hospital involved a third-party service provider company from this point in time. The reported symptoms would indicate an issue with the internal battery and/or the power supply but this cannot be proved without checking the device. It was reported that the device posted alarms during the reboots but the content of the alarm message was not transmitted. All in all, a reliable statement in regard to potential root cause cannot be given due to lack of relevant information. However, it can be concluded that the device responded as designed to an error condition of unknown origin by posting an alarm and by attempting to overcome the error condition - the software processing was set back to a controlled state by rebooting. Obviously, the error condition was not software-related since repeated reboots could not remedy it. Dräger cannot be held responsible if the user facility decides to perform service and repair on the device on own behalf and responsibility or involves a third-party service provider. Dräger does not sell spare parts to external and, repair exchanges can only be made with parts of unknown provenience.

Event description:
It was reported that the device alarmed and performed repeated reboots during use. Reportedly, this did not lead to any consequences for the patient.